Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted during a hot axios placement procedure performed on an unknown date. During the procedure, the stent was unable to deploy. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient condition after the procedure was reported to be stable. Note: boston scientific has been unable to obtain additional information regarding the event to date including the indication; therefore, this has been assessed for a biliary/gallbladder indication.